Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients extension was unable to be inserted into patients new ipg due to extension being bent. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extension was explanted and replaced to address the issue.